Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device a was returned with the blade scratched and cracked. During functional testing, an error code 5 on the gen04 and an instrument error was displayed on the gen11. The device will stop activating, and either emit a solid tone or display an instrument error code 5 with the gen04 generator; or on the gen11 generator, will sound and a visual alarm indicator (yellow alert screen) will appear in the lcd panel. The generator system will stop output, signal audibly, and provide recovery instructions to the clinical staff through the lcd. A probable cause of an error code 5 or an instrument error is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade. Device b batch j91495, mfg date 5/14/2012, exp date 4/14/2017.

Event description:
It was reported that during an unknown procedure, after using for some time, the surgeon found the device was not working. Then the nurse tried several times to test and take the other new one and it did the same too. The devices keeps alarming the gen04 showing an error five. Unknown how case was completed. There were no adverse consequences for the patient. Two devices will be returning.